Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was found in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received five photos for investigation. The evaluation of these photos revealed a large yellow particle attached to the inside wall of the tube, appearing to be dried additive and is greater than 2mm². This additive deposit visually stands out as it does not appear like the typical dot pattern. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was found in 1 tube. No adverse impact was reported regarding the patient or user.